Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported.